Event description:
Customer called to report observing flames and possibly sparks, but no smoke, from the refrigeration unit of the 3060-tube refrigerated stockyard. Customer did not report any specific error messages. Customer stated that no erroneous patient results were generated; therefore, patient treatment was not affected. Customer stated that no one was harmed by or exposed to the instrument flames and sparks. The field service engineer (fse) inspected the instrument and found that the relay connectors had failed, which damaged the compressor. The fse replaced the refrigeration unit. The fse could not determine the root cause of the instrument issue, but suspects that it was a hardware failure. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further instrument issues.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).